Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer was unconscious at the time of the event. No troubleshooting was done as the customer could not find the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.